Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the system shut down on its own. The system was restarted to complete the procedure with no harm to the patient.

Manufacturer narrative:
The customer reported that the system shut down on its own. The company service representative examined the system and was able to replicate an issue related to the reported event. The power control printed circuit board (pcb) was replaced to address the issue. The system was then tested and met all product specifications. The system was manufactured on september 17, 2010. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause can be attributed to a nonconforming power control printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).